Manufacturer narrative:
Initial.

Event description:
It was reported that a user requested assistance with a full supply change after difficulty identifying the correct steps and supplies, disconnected the pump during the attempt, and experienced hyperglycemia with a reported value of 244 mg/dl before insulin delivery was resumed with guidance; the event is associated with incorrect supply change steps and an incomplete cartridge load on an ilet system. Symptoms included hyperglycemia and dry mouth. Outcomes included a missed dose and a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.